Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Medical records received. Case information sheet and component sticker sheets reviewed for MDR reportability. Litigation papers were received (B)(6) 2015 for the left hip, reported on com (B)(4), but nothing was reported about right hip. Case information form reported the right hip with asr components and doi of (B)(6) 2007 with no revision reported. Complaint is being initiated for right hip. Original complaint alleged pain and elevated metal ions. The complaint was updated on: feb 22, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.